Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) and right ventricular (rv) lead exhibited over-sensing and failure to capture. No intervention was reported. There were no patient consequences.

Event description:
New information noted that programming changes were made, and patient condition was stable.